Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event was previously reported.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side "rupture". The device has been explanted-replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/09/2024.

Event description:
Duplicate file. Previous medwatch removed reportable events.